Event description:
It was reported that the patient experienced a hypoglycemic event to 40 mg/dl after announcing an early meal bolus while the ilet device battery was nearing depletion, followed by a hyperglycemic event when insulin delivery paused during charging. Investigation of this case revealed hypoglycemia associated with early bolus while the device battery was low, overcorrection with soda, and hyperglycemia due to paused insulin delivery during charging. Symptoms included low blood glucose and subsequent high blood glucose. Outcomes included urgent low glucose requiring oral carbohydrate intake and later elevated glucose without further follow-up requested. It was concluded that the events were associated with user actions during low-battery conditions and overcorrection, and that device function resumed after recharging. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.